Event description:
It was reported, that the patient presented with a left ventricular (lv) lead that was exhibiting unknown malfunction. The lv was explanted, and new right ventricular lead was implanted. The patient was in stable condition.

Manufacturer narrative:
The lead was returned due to extra cardiac stimulation. As received, a complete lead was returned in two pieces. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies except for procedural damage.

Event description:
New information noted the left ventricular lead was exhibiting phrenic nerve stimulation.